Event description:
Arrive clinical study 521 days post index procedure, the patient expired. The index procedure treated one target vessel. Target vessel 1 was a 3.95 mm in width, 80% stenosed portion of the proximal rca. The lesion was 12mm in length. Target lesion 1 was treated with direct placement of a 3.5 x 16mm taxus express2 stent. Residual stenosis was 0%. Of note, hemoglobin dropped to 8.5 post procedure which was noted to be chronic. Repeat hemoglobin was very stable. The patient was discharged 2 days later on aspirin and plavix. During the 2 year follow up phone cal, the site learned that the patient expired with the cause of death as stroke. The patient's cardiologist was unaware the patient has expired. The national death index confirmed the date of death as 521 days post enrollment. In the opinion of the physician, the death was not related to the target vessel. No autopsy was performed, and no further information is available.